Event description:
The customer reported the device shut down and power up by it self and battery failure while in use on patient. The customer reported that there was no patient harm. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. The field service engineer (fse) evaluated device, but could not duplicate the reported problem. The unit was tested and passed all applicable testing. The unit is now back in service.